Event description:
It was reported that the patient recently visited the hospital due to a persistent otorrhea. The conductor link was found well visible in the external ear canal. The patient reported of no longer hearing with her vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.